Event description:
I was treated in 2013 with a palomar emerge 1410nm diode fractional laser. It was recommended by the owner of the spa to treat a scar I had on my chin following the removal of a blocked salivary gland 7 weeks prior. I decided to have the full face treated as it sounded so good. That it would resurface my skin, produce collagen, improve texture, tighten the skin, improve redness. It was also recommended that I should have 3-5 treatments for best results. I had 4 in total 2 weeks apart. After each treatment I had swelling, redness and a burning sensation which lasted about an hour or so which I was told about. I had severe swelling the first time which they said was probably due to the scar. I noticed once the swelling had gone down pinholes in the skin in a grid like pattern, I was told it can take a couple of weeks to go but it didn't so I asked again and was told it could take a few weeks. I was concerned but was told it would go. After my fourth treatment, which I was treated on level 5, I had a lot of swelling, worse than the other 3 times. Once this settled down, I noticed a dent in my forehead, and scarring along hairline. My hair in this area also seems thinner. My gp said it was fat loss, I still, 15mths later (last treatment was in (B)(6) 2013), have really bad skin texture my chin area and forehead are the worst. Pin hole scars from the laser, dark patches in the skin, permanent redness near to the scar (this area did have extra passes). I also have shallow scars in areas of my face. Some of the pinholes have almost joined together to form line in the skin. I went back to the owner a few times and sent emails. She did see me but denied seeing anything. She typed up a letter listing my concerns then sat down with me. We went through each issue but she basically hand wrote next to them pre-existing or that she couldn't see the issue and tried to get me to sign the form, which I didn't. I have, over the last year, done lots of research and it seems not only this laser but other lasers are causing these issues. This has affected me so much that I am now on anti depressants and having counselling. I don't know if it's the machines themselves or the people treating that is causing these terrible problems. I hope you will look into it. The reason I have only just reported is because I kept being told to give it time to heal. One doctor told me it could take a good year to heal.